Event description:
It was reported that during a total laparoscopic hysterectomy, a sound (beep) was heard in about 4 hours, no error code was displayed. When the doctor pulled out the device from the patient, the tip of the blade was missing. After that, an x-ray was performed and the location of the fragment was confirmed. The fragment was not found, so the doctor added another two ports to spread the field of search. It took 2 hours to find the fragment. The fragment was found at dorsal liver and retrieved from the patient with a forceps via a trocar. No pieces were left inside the patient. The retrieved fragment was joined to the remaining blade portion, there was no loss. Another device was used to complete the case. The patient¿s condition was stable. The doctors commented that "the device was contacted with koh-cup while cutting the vagina. The blade was cracked before missing and the blade was broken off when it bumped into the trocar while pulling out. I put excessive load on the blade." One device will be returning.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device to stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.